Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2013 and a reservoir was used. When the reservoir was activated, the valve did not work. It created a vacuum. A new reservoir was used without any difficulties. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Received was one bulb with the broken port in the base of the second rib and the adapter with the broken rib stuck inside of it. This may have been due to excessive force applied during adapter attachment. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.